Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with moisture damage as a result of a corroded electronic assembly.

Event description:
The customer reported that he jumped into a swimming pool and the insulin pump had water under the display. Troubleshooting was performed. No further information was provided.